Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Severe increase in the patient's blood glucose [blood glucose increased] the dosage of insulin injection was inaccurate [device delivery system issue]. Case description: this serious spontaneous case from china was reported by a health care professional nos as "severe increase in the patient's blood glucose(blood glucose increased)" beginning on (B)(6) 2023, "the dosage of insulin injection was inaccurate(inaccurate delivery by device)" beginning on (B)(6) 2023, a 68 years old male patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2023, for "device therapy". Patient's height, weight and body mass index were not reported. Dosage regimens: novopen 4: (B)(6) 2023 to not reported. Medical history was not provided. Concomitant products included - tresiba penfill(insulin degludec) solution for injection, 100 iu/ml (B)(6) 2023 to (B)(6) 2023. The patient's blood glucose was always stable, and the patient reported that the fasting blood glucose (blood glucose) was controlled at around 6.5 (unit not reported). This time, the patient used 300 u of insulin degludec penfill of nn, 10 u per time. Calculated based on the accurate dosage, the product should be fully used up within 30 days. According to the patient's description, this insulin started to be used on (B)(6) 2023, and was not used up until (B)(6) 2023. The patient's friends around reminded him that he had become thinner in recent times. The patient guessed whether the blood glucose had increased, and the fasting blood glucose (blood glucose) was measured to be over 12 mmol/l therefore, it was suspected that the dosage of the novopen 4 used was inaccurate. The patient noticed also a deterioration in his physical condition, gradually losing weight (weight). Later, patient poor physical condition, and weight loss improved during the last visit. Cause analysis: product reason (including package insert, etc). Cause analysis description: there may be an issue with the product injection pressure. Preliminary handling: the injection pen was changed. Batch number of novopen 4: mvg5y20-1. Action taken to novopen 4 was not reported. The outcome for the event "severe increase in the patient's blood glucose(blood glucose increased)" was recovering/resolving. The outcome for the event "the dosage of insulin injection was inaccurate(inaccurate delivery by device)" was not reported. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: nmpa (national medical products administration), chn. Preliminary manufacturer's comment: (B)(6) 2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached.

Event description:
Case description: investigation results: novopen 4 batch number: mvg5y20-1. The product was not returned for examination. Since last submission, the case has been updated with the following: -investigation result updated. -annex b, c, d and g codes updated -narrative updated accordingly. Final manufacturer's comment: on 23-jun-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. A reference sample was examined macroscopically and analyzed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient is a significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary: novopen 4 batch number: mvg5y20-1. The product was not returned for examination.